Manufacturer narrative:
Section d information references the main component of the system. Device(s) are: model: 9735638 analysis: connect instruments model: 9735602. Analysis: no failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the connection to the axiem box didn¿t work when the system was booted. There was no patient present at the time of the event.